Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump kept alarming no delivery after 2 units. He was trying to bolus 25 units but received a no delivery alarm. The customer threw the infusion set and reservoir away. He experienced a high blood glucose level of 598 mg/dl. The customer was going to treat his high blood glucose level with 40 units of insulin. The no delivery alarm was resolved by changing the complete set. The device was not returned.